Event description:
It was reported that during the start of a ukr in exposure control mode, the system displayed the error 'internal 'cabling/drill console error'. After rebooting received error '40000000000', indicating siu issue. Occurred when selecting retract bur near calibration screen. No patient involved

Manufacturer narrative:
H10 h3, h6: the device was not being used for treatment. It was not returned to the designated complaint unit for an independent evaluation, thus visual inspection and functional testing could not be performed. There was no serial number provided for the DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event could not be determined. Based upon previous complaints for the reported event, it is likely the error message was caused by a blown fuse in the siu. The blown fuse was likely due to internal wire damage on the handpiece. However, the root cause of the reported event could not be determined.